Manufacturer narrative:
Results and conclusion summation-product performance engineering reviewed the incident. Restenosis is a known possible outcome of coronary stenting procedures, and is documented in the product IFU as a potential adverse event. Additionally, it appears that the hospitalization, which is addressed in the no fault risk assessment, was the result of the revascularization procedure performed. Thus, though a cause for the restenosis and the relationship to the device cannot be determined, there are no indications of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2008 - predilatation was performed prior to stenting of the proximal cx with one xience v stent. No procedural complications were reported. In 2009, the pt was hospitalized for revascularization of the prox. Cx due to restenosis of the xience v stent. No additional event or pt info is available.